Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture." Record is for right side. Device remains implanted.

Event description:
Healthcare professional reported "rupture." Healthcare professional reported "no right implant rupture" confirmed via ultrasound, mammogram and MRI. Healthcare professional later reported "scattered and loosely grouped macrocalcification's" and "small scattered cysts" confirmed via mammogram. Record is for right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.5., b.6.